Event description:
Intera oncology received a report from a healthcare provider that an intera 3000 hepatic artery infusion pump, implant date (B)(6) 2023, returned more residual infusate than expected. The clinican received 29.5 ml back during the refill. The patient was brought back into the infusion center and the clinician performed a bolus flush (no issues) and instructed the patient to apply heat. It was later reported (B)(6) 2023 that the pump was evaluated for a refill and returned 30 ml of residuals. The catheter was not able to be flushed. Later that evening (still (B)(6) 2023), it reported to intera that the bolus (catheter) pathway was clear, and the surgeon planned to explant and replace the pump. The revision surgery occurred (B)(6) 2023. During the revision surgery, it was reported that the surgeon was able to track blood back through the distal catheter after cutting intraoperatively, indicating the catheter pathway was clear.

Manufacturer narrative:
The DHR for rtr-0883-20001 lot 29299 was reviewed. There were no deviations or nonconformances pertaining to this serial number. It is noted that on op# (B)(4) this sn (B)(6) after 4-hour flow test did not initiate flow at 37 deg c and was placed in 60 deg c at which point the device initiated flow. This is allowable per (B)(4). The device met all functional and performance specifications prior to release to manufacturing. The device was returned to intera and evaluated for function and performance. The device was placed on flow test at 36 deg c for approximately 24 hours, in which it was determined to not be flowing. The device was then bolused with approximately 2 ml of bacterostatic water, and it was observed that the bolus fluid had a brownish-color. The fluid was saved for later analysis. The device was then bolused with 25 ml of bacteriostatic water and then placed on flow at 36 deg c. No flow was observed, so the device was placed at 48 deg c. No flow was observed, so the device was placed at 60 deg c. No flow was observed. The device was then tested for pressure-volume, which indicated normal operating pressure in the device. The normal operating pressure meant that the device had sufficient pressure to induce flow, but an internal blockage was preventing flow. The device was then sent for CT scan, which showed no abnormalities in the structure or flow path of the device. The brownish-colored fluid collected in the bolus pathway was analyzed at a certified forensic laboratory for the presence of hemoglobin to determine if there was blood in the bolus pathway. The hematrace test was conducted and came back positive for hemoglobin. It is deduced that blood had inadvertently back-flowed into the bolus pathway and collected at the point where bolus and flow path connect, thus preventing flow which otherwise would have occurred based on the normal operating pressure of the device. The exact cause is undetermined, but may be related to the surgical procedure or unintended use error.

Manufacturer narrative:
The device has been requested to be returned to intera for evaluation, but has not yet been received. Upon completion of the investigation, a supplemental report will be filed. Blank information in the MDR form represents unknown information at the time of this report.

Event description:
Intera oncology received a report from a healthcare provider that an intera 3000 hepatic artery infusion pump, implant date (B)(6) 2023, returned more residual infusate than expected. The clinican received 29.5 ml back during the refill. The patient was brought back into the infusion center and the clinician performed a bolus flush (no issues) and instructed the patient to apply heat. It was later reported 12/27/2023 that the pump was evaluated for a refill and returned 30 ml of residuals. The catheter was not able to be flushed. Later that evening (still (B)(6) 2023), it reported to intera that the bolus (catheter) pathway was clear, and the surgeon planned to explant and replace the pump. The revision surgery occurred (B)(6) 2023. During the revision surgery, it was reported that the surgeon was able to track blood back through the distal catheter after cutting intraoperatively, indicating the catheter pathway was clear.

Event description:
Intera oncology received a report from a healthcare provider that an intera 3000 hepatic artery infusion pump, implant date (B)(6) 2023, returned more residual infusate than expected. The clinican received 29.5 ml back during the refill. The patient was brought back into the infusion center and the clinician performed a bolus flush (no issues) and instructed the patient to apply heat. It was later reported (B)(6) 2023 that the pump was evaluated for a refill and returned 30 ml of residuals. The catheter was not able to be flushed. Later that evening (still(B)(6) 2023), it reported to intera that the bolus (catheter) pathway was clear, and the surgeon planned to explant and replace the pump. The revision surgery occurred (B)(6) 2023. During the revision surgery, it was reported that the surgeon was able to track blood back through the distal catheter after cutting intraoperatively, indicating the catheter pathway was clear.

Manufacturer narrative:
The DHR for rtr-0883-20001 lot 29299 was reviewed. There were no deviations or nonconformances pertaining to this serial number. It is noted that on op# 0110 this sn (B)(6) after 4-hour flow test did not initiate flow at 37 deg c and was placed in 60 deg c at which point the device initiated flow. This is allowable per rtr-0883-20001. The device met all functional and performance specifications prior to release to manufacturing. The device was returned to intera and evaluated for function and performance. The device was placed on flow test at 36 deg c for approximately 24 hours, in which it was determined to not be flowing. The device was then bolused with approximately 2 ml of bacterostatic water, and it was observed that the bolus fluid had a brownish-color. The fluid was saved for later analysis. The device was then bolused with 25 ml of bacteriostatic water and then placed on flow at 36 deg c. No flow was observed, so the device was placed at 48 deg c. No flow was observed, so the device was placed at 60 deg c. No flow was observed. The device was then tested for pressure-volume, which indicated normal operating pressure in the device. The normal operating pressure meant that the device had sufficient pressure to induce flow, but an internal blockage was preventing flow. The device was then sent for CT scan, which showed no abnormalities in the structure or flow path of the device. The brownish-colored fluid collected in the bolus pathway was analyzed at a certified forensic laboratory for the presence of hemoglobin to determine if there was blood in the bolus pathway. The hematrace test was conducted and came back positive for hemoglobin. Device was later analyzed destructively to confirm the failure mode and it was determined the internal filter was occluded and blocked flow. Inadvertant blood back-flow was detected but it was ruled out as the main cause of the complaint. Adverse event codes updated on supplement.